Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the left ventricular lead exhibited loss of capture and it was noted that the lead was dislodged. The physician tried to reposition the lead and was unsuccessful. Hence, the left ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead measuring 86.1 cm. Was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.